Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the stylet could not be re-inserted into the lead during the implant surgery. A different lead had to be used. No symptoms or complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_stylet_acc, product type accessory. Product ID neu_stylet_acc, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Manufacturer narrative:
Analysis of the device found no anomaly. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.